Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had their generator explanted due to (B)(6). The date of explant and the surgeon was not provided. The patient's neurologist is very hipaa sensitive and does not typically provide much information. Review of the manufacturing records confirms sterilization for both the generator and the lead prior to shipment. Good faith attempts to gain more information have been unsuccessful to date.